Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands would not deploy. Reportedly, the device was withdrawn from the patient's body. There was no difficulty experienced in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Block h10: investigation results: a speedband superview super 7 was returned with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found six bands present which were moved out of its original position and some were caught under other bands. It was also noticed that the ligator teeth were bent and the suture was intact. The trip wire was completely rolled in the handle and was secured in the handle assembly when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the bands were not entangled or twisted together. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Once the ligator head teeth are damaged, the suture can be detached from its position and this condition could have impacted the bands deployment activity which could have caused the reported issue. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands would not deploy. Reportedly, the device was withdrawn from the patient's body. There was no difficulty experienced in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.